Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the first clip came out in a closed condition during use. The second clip and after were loaded without problem and the procedure was completed. No clip fell/remained in the patient and no injury to the patient occurred. The same issue occurred to three units, different procedures each".